Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor had an abnormal shutdown during detect and treat testing due to an intermittent u500 dsp on the ca board. The root cause for the defective u500 processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.